Manufacturer narrative:
On november 17, 2020, mentor became aware that incorrect report submission due date was submitted under follow up number 1 report as 11/17/2020. It should have been 12/17/2020. This supplemental report is for the 375cc mentor memorygel breast implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 17, 2020, device evaluation was completed. Device evaluation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the 375cc mentor memorygel breast implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: unknown. (B)(4).

Event description:
One 375cc mentor memorygel breast implant, and another 475cc mentor smooth round moderate profile were received by the cg lab on (B)(6) 2020, and received by mentor failure analysis lab on (B)(6) 2020 with no accompanying information. The device could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why this device was returned to mentor. However, the return of explanted devices is characteristic of a removal and replacement surgery. As a result, this will be conservatively reported to FDA. This report is for the 375cc mentor memorygel breast implant.

Manufacturer narrative:
On december 11, 2020, mentor became aware of the patient's information, serial number, impacted side, date of implant, date of explant, and replacement information. The relevant fields have been updated. Patient's information has been update under section a. The impacted side was right, serial number (B)(6), date of implant (B)(6) 2017, and date of explant was (B)(6) 2018. Medical device problem code has been updated under field h6 on this form. The replacement device is a 375cc mentor memorygel breast implant (catalog #: 3503754bc, right serial #: (B)(6)). This supplemental report is for the 375cc mentor memorygel breast implant. Manufacturer¿s reference number: (B)(6).